Event description:
Manufacturers reference ID: (B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse) due to failed internal leakage in pre-use check, pressure transducer printed circuit boards (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can me confirmed in the provided logs. Pressure transducer pcb conveyed the pressure via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. A visual inspection confirms the reported corrosion/liquid spill problem. The pcb were not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator. It has remained unknown under which circumstances and when liquid entered the unit. The cause of this issue has been established as accidental damage and was related to liquid presence inside the device.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).